Event description:
It was reported that a clinic notified support that a patient experienced sustained hyperglycemia after restarting the ilet pump, which was found to have a body weight set to 11 lb and was being used with u200 insulin; the patient reportedly exhausted a cartridge in about 12 hours and later experienced nocturnal hypoglycemia with blood glucose below 40, and a reset was performed with subsequent troubleshooting and education. Symptoms included low blood glucose. Outcomes included treatment with oral glucose and the classification of urgent and low glucose events. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia and dosing irregularities remained unclear, with contributing factors potentially including incorrect weight entry and use of a nonstandard insulin concentration, though a definitive device malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.